Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in early 2009 alleging that her onetouch utlra meter was prompting an "er2" message. Per the onetouch ultra owner's booklet, a used test strips or a problem with the meter could cause this error message. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began at 4:30pm two days prior. The cca noted that the pt manages her diabetes with shots (other than insulin); however, the pt denied taking any action regarding her diabetes management as a result of the alleged issue. The patient claimed she developed symptoms of cold sweat and feeling shaky soon after the issue began. The pt reportedly treated herself with juice within 30 mins of when the issue began in response to the symptoms. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique and that the subject strips were in good condition. At the time of the call, the pt was able to test successfully. The issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.